Event description:
It was reported that during a low anterior resection procedure, the staple line is not complete when firing, it was cut & staple only half of bowel strum. Use suture to suturing anastomosis. The surgery was delayed by 10 minutes and completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 2/10/2026 d4: batch # 911c27. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch 911c27 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. Additional information was requested and the following was obtained: 1.is the current patient status known? The operation was success and safe. 2.was there any patient consequence or change in the post-operative care of the patient as a result of the event? No consequence or change. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.